Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via right internal jugular vein, the peel away sheath of the port allegedly unable to break cleanly. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one catheter segment, one j-tip guidewire in a guidewire hoop, and one fully peeled 6.5 fr peel-apart sheath were returned for evaluation. Gross visual evaluation was performed. A valve cap and valve were noted to be detached from the 6.5 fr side of the t-handle of the peel-apart sheath. Ultrasonic weld material was noted throughout the detached valve cap. The other half of the valve was noted to be attached on the bard side of the t-handle of the peel-apart sheath. Manufacturing site evaluation of the sample found that that the top cap and half of the valve of half of the 6.5 fr t-handle were detached and the other half of the top cap and the valve remained in their corresponding half. In the detached half, traces of ultrasonic welding were observed both in the t-handle and in the top cap, it was also observed that the valve had not broken correctly and the edge of the valve that is welded just below the top cap is missing the central part. Therefore, the investigation is confirmed for the reported difficulty separation and identified loss or failure to bond, fracture and material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via right internal jugular vein, the peel away sheath of the port allegedly unable to break cleanly. There was no reported patient injury.